Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was showing that it had less than three months until elective replacement indicator (eri). When reviewing the device data, boston scientific technical services (ts) noted the device appeared to be depleting prematurely. Device replacement was recommended. No adverse patient effects were reported.

Event description:
Additional information received indicated that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. This investigation will be updated should further information be provided.